Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump black box showed several unexplained pump reboots had occurred. During investigation, the battery compartment was observed to be cracked at threads. No damage was found to the returned battery cap; the cap secured tightly to the pump. Moisture corrosion was observed in the battery canister. A leak test revealed a battery compartment leak. The pump powered on and displayed the verify screen; no power interruptions or power loss occurred during the investigation. The pump¿s cover was removed and no moisture or damage was found to the printed circuit board. The complaint of intermittent power was shown in the pump¿s history but was unable to be duplicated during investigation.